Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shut down. The customer's blood glucose level ranged from 97-98 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the pump time was inaccurate after the pump was powered on. The customer corrected the time to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.